Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant medical grade power supply (rmpgs) to resolve the issue. The system was tested and verified as ready for use. Isi has received the rmpgs and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had two non-recoverable faults. Tse verified error 5 and 401 on ssc2 for a power supply fan error. Technical support engineer (tse) inquired if customer needed both consoles for their case and they did not and to identifying console two and disconnecting blue fiber cable. Tse then had customer power system back up to continue with procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mgps was analyzed. In logs, there were error codes 5, meaning one or more fans have failed. Upon visual inspection, no issues were found that would be related to the reported event. The power supply was installed and tested on the printed circuit assembly (pca) test system. The system started without any errors. 10 power cycles were performed and the system works normally without any issues. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue

Event description:
Refer to h11 for follow-up information.